Event description:
It was reported to the manufacturer the stent was prematurely deployed proximal to the aneurysm. The following info was reported to the manufacturer: "the pt had extremely tortuous anatomy. Friction built up on the guidewire. The guidewire moved back and the stent was inadvertently deployed out of the delivery system. Pt will return for complete procedure at a later date. No pt harm was reported."

Manufacturer narrative:
Event problem: stent [device in question] prematurely deployed proximal to the aneurysm. Pt is scheduled to complete the procedure at a later date. G5: h020002/s5. The device in question will not be returned to the manufacturer for further investigation as it remains implanted in the pt. A review of the lot history record was performed on the related lot [of the device in question] and no yield or component issues that are relevant to this event were identified at the time of manufacture. The related lot had met all required specifications, and passed all visual inspections. A search in the complaint database was performed and no other complaint has been reported for the related lot.